Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.6. Investigation summary: one hundred thirty-four samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-nine samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Furthermore, a device history record review was completed for provided batch number 2195356. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of batch 2195356. During the history review, two lots were identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: one of our clinics reached out to me about a bd safety glide injection needle that they were having problems with. Ref # 305916, 25g x 1, lot # 2195356. When the nurses were using these needles, it felt like something was clogged in the needle. It has happened unfortunately way too many times with the lot # so they sent the rest of them back. Additional information received on 26-apr-2023. Are you able to provide the date of occurrences? No specific dates have been recorded. Several nursing staff members have experienced issues on separate occasions. How many occurrences of the needles affected? It is estimated to be over a dozen so far. Was issue identified before, or during use? Both. Any adverse events or serious injury reported to patient or healthcare professional? No, however at least one patient had to be poked a second time as vaccine was not able to be administered. Were you able to draw up solution and then unable to expel? The affected needles weren¿t able to do either. Is there any visible blockage? No. What type of procedure was being performed? Drawing up / administering medications, including vaccines. What medication was used? Vaccines mostly but also inject several other therapeutic drugs in the office. Any photo available for investigation? No.